Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted olympus to determine if the tube used for cleaning and disinfecting the gif-2t200 in the olympus endoscope reprocessor was correct. The company representative visited the site and confirmed that the site did not have maj-1504 and maj-1505 among the four necessary cleaning tubes. According to the facility, maj-1500 and maj-1971 have been used for some time. The site was advised to purchase the missing tubes. This report is being submitted to capture the complaint on the reprocessor. It was noted, the scope was being reprocessed for a diagnostic endoscopy, and the intended procedure was completed with the same device. There were no reports of patient harm associated with the event. Patient identifier (B)(6) captures complaint on scope (model: gif-2t200, model description: evis gastrointestinal videoscope, serial no. (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the user implemented the reprocessing technique without correctly understanding the contents of the application table. Olympus will continue to monitor field performance for this device.